Event description:
It was reported through clinic notes received on (B)(6) 2011 that the patient had been experiencing 2-4 seizures per month; however she also started having cluster seizures one day a month. The patient was subsequently prescribed a new medication for the cluster seizures. The clinic notes indicated that the patient's generator was interrogated and diagnostic tests were performed. It was noted that the system was found to be functioning properly, but that the end of service flag was observed. Additional information was received indicating that the patient was also admitted to the hospital in status during the weekend of (B)(6). It is unclear at this time, if the seizures are related to end of service as the diagnostics indicate that the device is functioning properly. The patient has since been referred for a replacement procedure however the surgery has not occurred to date. No additional information is available at this time.

Event description:
It was reported through an implant card received on (B)(6) 2011, that the patient's generator was replaced on (B)(6) 2011. The replacement was said to be for prophylactic reasons and lead impedance was indicated as ok. The generator will not be returned as it has been discarded. Attempts for additional information have remained unsuccessful to date.